Event description:
It was reported that the pump reset unexpectedly. Additionally, it was reported that the battery gauge was fluctuating which resulted in the pump shutting down. Customer resumed insulin delivery successfully. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.